Manufacturer narrative:
(B)(4). The lead was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room due to palpitation-like symptoms. Interrogation of the device revealed undersensing and resulting in unnecessary pacing. A surgical procedure was performed. It was found that the device had rotated in the pocket and the lead had oiled into the pocket with the distal end in the subclavian vein. The lead was explanted, and the device remains in service. No additional adverse effects were reported.